Event description:
It was reported that after approximately one year of implant, this patient experienced no improvement in incontinence even after activation of the artificial urinary sphincter (aus). It was noted there were no complications pre- or post-operatively; the pump also "takes a longer time to fill".

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported mechanical issues were confirmed as analysis found the pressure measured in the balloon was above its specifications. This malfunction could impact the functionality of the device. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 800 cuff, pump and balloon were returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the cuff. Inspection of the remainder of the device revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted and no leaks were identified in the pump. The pump passed functional testing and performed within product specifications. No product malfunction was identified with the pump component. The balloon was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality were noted and no leaks were identified in the balloon. During functional testing the balloon pressure was measured at 98.6 cmh2o which is above the 61-70 cmh2o specification. A malfunction was confirmed in the balloon component.. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after approximately one year of implant, this patient experienced no improvement in incontinence even after activation of the artificial urinary sphincter (aus). It was noted there were no complications pre- or post-operatively; the pump also "takes a longer time to fill". The aus device was later explanted and a new device was implanted.